Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Patient reported for left side "wavy contours", "liquid around implants", "left implant in most cranial situation compared to the contralateral one", "a lot of sensitivity, discomfort in breasts to sleep, and got up with them in pain", "the pain worsened, and patient realized that the breasts are deformed, weird, heavy, ugly, it seems that there is a weight on them", "patient feels pain even in right shoulder", "has no more position to lie: lying belly up, stiffens up in such a way that it hurts even more; lying on its side, patient has to put a support. Currently, has no bra that hides the deformity", "patient is ashamed of husband who never agreed with this procedure", "stopped doing physical exercises, because everything hurts. Has been feeling hooked, and thinks it is due to the deformity. Because of everything, patient is very afraid of getting an infection", "insecure", "stiffness to the touch and alteration of the aesthetic format indicative of capsular contracture grade iii". The device remains implanted.